Manufacturer narrative:
Customer reports that they received an overdose by a factor of ten as a result of the bolus calculator misplacing a decimal point during bolus calculation. Specifically, a (B)(4) unit bolus calculation resulted in a (B)(4) unit delivery. Insulin and bg history indicates on the morning before the customer was reportedly hospitalized, a(B)(4) unit bolus was delivered. Android logs indicate that the command sent to the pod was for a bolus of (B)(4) units, resulting in 54 pod pulses. Each pod pulse represents a delivery of (B)(4) units of insulin. This is consistent with a (B)(4) unit bolus (52 pulses) and(B)(4) unit/hr basal rate for 6 minutes & 3 seconds (2 pulses or 0.09u rounded to 0.1u). The device was found the have functioned properly. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus. Bolus calculator was found to function properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that when inputting the values for a bolus into the personal diabetes manager (pdm) the period ¿.¿ does not register. The patient attempted to deliver a bolus of 2.6 iu but the pdm delivered 26 iu instead. The patient reported going into hypoglycemia and was admitted to the hospital for treatment from (B)(6) 2021 to (B)(6) 2021. Additional information was solicited, but unavailable.